Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ra lead had dislodged. The stylet could not advance to the tip of the atrial lead when repositioning was attempted. The lead was explanted and replaced. There were no adverse consequences, and patient was in stable condition.